Event description:
It was reported that the patient had a power on reset that was observed on a remote monitoring transmission. The plan was to bring the patient in and clear the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A power on reset (por) (B)(4) critical ram parity error occurred in address of a1 on (B)(6) 2014. The por is low so the device should be able to fully recover after reset. Concomitant product: 5086mri52 lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.